Manufacturer narrative:
Explant date: if explanted, give date: not applicable as there is no indication that the lens was explanted. Initial. Contact name: unknown, not provided. Phone number: (B)(6). P,a 510(k): this report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040 all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that just after the implantation of an intraocular lens (iol), a debris, believed to be a part of the cartridge's tip, was observed in the patient's eye. The surgeon removed it with the surgical forceps. Reportedly the operation was completed safely. No patient injury reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 09/06/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device). No intraocular lens (iol) was observed inside the device. No crack or broken parts on the cartridge section was observed. No debris/particles or foreign material were observed in the cartridge component. The particle was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the particle was consistent with abs (acrylonitrile/butadiene/styrene). The plunger component material is abs. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is a potential indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.